Manufacturer narrative:
The investigation was completed. A device history record (DHR) did not find any defects or nonconformities. All records indicate that the device was manufactured in accordance with all applicable procedures. The cause of the event cannot be conclusively determined. Possible causes include: that the load was not properly completed, and the amount of disinfectant may not have been enough or that the lid was closed and locked not allowing the loading process to finish.

Manufacturer narrative:
Based on the onsite evaluation, the field service engineer(fse) observed that the device had been interrupted during the load process when the lid was opened causing the problem. It was found that a new technician was helping out and did not wait until the load was completed. Fse performed a program b and replaced lcg to make sure the basin and tub were washed out. Technician loaded the new kit of lcg and performed a load without any issues. The cause could be contributed to unintended user error. No further information was reported.

Event description:
The customer reported to olympus upon starting a load, the lcg function on the facility's device was stuck in the load lcg function. There was no patient injury reported.